Event description:
Related manufacturer reference number: 2017865-2021-39839. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the left ventricular lead exhibited loss of capture. During the lead revision procedure, the lead was stuck in the pacemaker header due to a stripped set screw. The lead was capped and replaced and the device was removed and replaced on (B)(6) 2021. The patient had no adverse consequences.